Event description:
It was reported that during setup prior to a procedure that the saw was sparking when plugged in. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during setup prior to a procedure that the saw was sparking when plugged in. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.